Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hospital was cementing a femoral stem with simplex tobramycin. No stryker staff were present, the hospital reported inconsistent cement setting times. The first mix was reported to set in less than 6 mins. A subsequent mix was then required which the staff advise took over 20 mins to set. Update 01/august/2019 wg: as reported in adverse consequences details "the hospital felt the quicker than anticipated setting time initially resulted in a surgical delay and increased operative time. A cement in cement revision was completed during the primary procedure, to remove cement and then implant again."

Manufacturer narrative:
An event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection was performed on three of the retain samples of the reported lot while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. Functional testing was performed on three of the retain samples of the reported lot to verify the doughing time, working time and setting time of the product. The attached laboratory report show that the samples met the required specification for the test. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the hospital felt the simplex product setting time was quicker than anticipated setting time. The event was not confirmed. Visual inspection was performed on three of the retain samples of the reported lot while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. Functional testing was performed on three of the retain samples of the reported lot to verify the doughing time, working time and setting time of the product. The attached laboratory report show that the samples met the required specification for the test. The exact cause of the event could not be determined because insufficient information was provided. Additional information including details of mixing technique, storage and using environment and return of the product are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Hospital was cementing a femoral stem with simplex tobramycin. No stryker staff were present, the hospital reported inconsistent cement setting times. The first mix was reported to set in less than 6 mins. A subsequent mix was then required which the staff advise took over 20 mins to set. Update (B)(6)/2019 wg: as reported in adverse consequences details "the hospital felt the quicker than anticipated setting time initially resulted in a surgical delay and increased operative time. A cement in cement revision was completed during the primary procedure, to remove cement and then implant again."